Event description:
It was reported the patient experienced an abdominal infection, coincident with peritoneal dialysis therapy. The cause of the abdominal infection was unknown and it was not reported if the patient was hospitalized for the event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the abdominal infection. It was not reported if peritoneal dialysis therapy was ongoing or if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.